Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and hyperglycemia. The customer¿s blood glucose level was 50 mg/dl at reported event. Sensor glucose value at reported event was 50 mg/dl. Customer blood glucose level was 276 mg/dl at the time of incident, then become 212 mg/dl and current blood glucose level was 230 mg/dl. Customer other relevant blood glucose event was 207 mg/dl, 194 mg/dl and 168 mg/dl. Customer was feeling ok to trouble shoot high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was using auto mode feature on the insulin pump. Customer was neither in emergency room nor admitted into hospital and nor was in emergency medical services dispatched as a result of high blood glucose. Customer was alleging that the insulin pump was under delivering. Insulin delivery was suspended manually. The insulin pump will not be returned for analysis.